Manufacturer narrative:
Follow-up #1 date of submission 01/27/2014-device evaluation:the pump and insulin cartridge have been returned and evaluated by product analysis on 01/23/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a history of a loss of prime. The force sensor calibration was found to be within specification. The pump did not alarm for a loss of prime during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted loss of prime alarms with multiple insulin cartridges from different boxes. The reporter stated they were able to prime and air bolus after each alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.